Event description:
A report was received that the patient was having difficulty charging. X-ray confirmed that the ipg had flipped in the pocket site. The physician repositioned the ipg and the patient was reportedly doing fine after the procedure.